Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("several infections") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation". On (B)(6) 2015, the patient had essure inserted. On an unknown date, 2 days after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), device allergy ("allergic reaction to essure/ allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge. Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, device allergy, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, device allergy, genital haemorrhage, pelvic infection, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she is in the process of scheduling a hysterectomy to have essure device removed. Patient did not undergone essure conformation test. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : new reporter was added, patient demographic details added. Product start date updated, product lot number added. Events was added- genital bleeding, bladder infection, urinary tract infection ,vaginal infection, patient did not undergone essure conformation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/distal position of fallopian tube"), pelvic infection ("several infections") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation". The patient's previously administered products included for an unreported indication: micronor from (B)(6)2015 to july 2015. Concurrent conditions included vaginal discomfort, vaginal itching and uterine cramps. Concomitant products included nsaids since april 2015 and paracetamol (acetaminophen) since april 2015. On (B)(6)2015, the patient had essure inserted. In may 2015, the patient experienced pelvic pain ("extreme pelvic pain/pain"), 2 days after insertion of essure. In may 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device allergy ("allergic reaction to essure/ allergic or hypersensitivity reaction"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with fluconazole (diflucan) and metformin. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, genital haemorrhage, pelvic pain, device allergy, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, cystitis, depression, device allergy, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she is in the process of scheduling a hysterectomy to have essure device removed. Patient did not undergone essure conformation test. Plantiff undergo planning for essure removal due to essure-caused injuries, as alleged in complaint. Diagnostic results (normal ranges are provided in parenthesis if available): fungal test - on an unknown date: results: positive. Hysterosalpingogram - on (B)(6)2015: results: successful bilateral fallopian tube obstruction. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, vaginal infection most recent follow-up information incorporated above includes: on(B)(6)2018: plaintiff fact sheet received and dysmenorrhea (cramping), historical drug and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/distal position of fallopian tube'), pelvic infection ('several infections') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation". The patient's previously administered products included for an unreported indication: micronor from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included diabetes since (B)(6) 2013, vaginal discomfort, vaginal itching, uterine cramps, overweight and narcolepsy. Concomitant products included insulin bovine (insulin 2) since (B)(6) 2013, norethisterone (micronor) (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("extreme pelvic pain/pain"), 2 days after insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device allergy ("allergic reaction to essure/ allergic or hypersensitivity reaction"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge. On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with fluconazole (diflucan) and metformin. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, genital haemorrhage, pelvic pain, device allergy, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, cystitis, depression, device allergy, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she is in the process of scheduling a hysterectomy to have essure device removed.scheduled date:(B)(6) 2019. Patient did not undergone essure conformation test. Plantiff undergo planning for essure removal due to essure-caused injuries, as alleged in complaint. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Fungal test - on an unknown date: results: positive. Hysterosalpingogram - on (B)(6) 2015: (B)(6) 2015 (result: total bilateral occlusion). Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, vaginal infection. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received. Reporter's information was updated. Added event dyspareunia (painful sexual intercourse). Updated event onset date. Concomitant condition, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("several infections"), genital haemorrhage ("abnormal bleeding (general)") and device dislocation ("migration of essure device") in a 36-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation". The patient's concurrent conditions included vaginal discomfort, vaginal itching and uterine cramps. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 day after insertion of essure, the patient experienced pelvic pain ("extreme pelvic pain/pain"). In 2015, the patient experienced device allergy ("allergic reaction to essure/ allergic or hypersensitivity reaction"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge. The patient was treated with fluconazole (diflucan) and metformin. Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, device dislocation, pelvic pain, device allergy, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered cystitis, device allergy, device dislocation, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she is in the process of scheduling a hysterectomy to have essure device removed. Patient did not undergone essure conformation test diagnostic results (normal ranges are provided in parenthesis if available): fungal test - on an unknown date: positive hysterosalpingogram - on (B)(6) 2015: successful bilateral fallopian tube obstruction concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, vaginal infection most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received: the events migration of essure device, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were added. The onset date of event allergic or hypersensitivity reaction was provided. The reported pain is located in pelvic area, with severe intensity and constant frequency. The onset of pain was reported as (B)(6) 2015. Essure was not removed yet. Plaintiff stated she does not have money and definite plans for removal at this time. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/distal position of fallopian tube"), pelvic infection ("several infections") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation". The patient's concurrent conditions included vaginal discomfort, vaginal itching and uterine cramps. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 day after insertion of essure, the patient experienced pelvic pain ("extreme pelvic pain/pain"). In 2015, the patient experienced device allergy ("allergic reaction to essure/ allergic or hypersensitivity reaction"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge. The patient was treated with fluconazole (diflucan) and metformin. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, genital haemorrhage, pelvic pain, device allergy, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, device allergy, device dislocation, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she is in the process of scheduling a hysterectomy to have essure device removed. Patient did not undergone essure conformation test. Plantiff undergo planning for essure removal due to essure-caused injuries, as alleged in complaint. Diagnostic results (normal ranges are provided in parenthesis if available): fungal test - on an unknown date: positive hysterosalpingogram - on (B)(6) 2015: successful bilateral fallopian tube obstruction . Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, vaginal infection. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received:the event depression and anxiety added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/distal position of fallopian tube') and pelvic infection ('several infections') in a 36-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation". The patient's previously administered products included for an unreported indication: micronor from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included diabetes since (B)(6) 2013, vaginal discomfort, vaginal itching, uterine cramps, overweight and narcolepsy. Concomitant products included insulin bovine (insulin 2) since (B)(6) 2013, norethisterone (micronor) (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("extreme pelvic pain/pain"), 2 days after insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device allergy ("allergic reaction to essure/ allergic or hypersensitivity reaction"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge. On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with fluconazole (diflucan), metformin and surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, vaginal infection, depression, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, device allergy, cystitis, urinary tract infection, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, cystitis, depression, device allergy, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: she is in the process of scheduling a hysterectomy to have essure device removed.scheduled date: (B)(6) 2019 patient did not undergone essure conformation test. Plantiff undergo planning for essure removal due to essure-caused injuries, as alleged in complaint. Treatment received for pain, bleeding, bladder/urinary problems, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Fungal test - on an unknown date: results: positive. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, vaginal infection batch no c26973 production date 2014-03-03, expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/distal position of fallopian tube') and pelvic infection ('several infections') in a 36-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation". The patient's previously administered products included for an unreported indication: micronor from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included diabetes since (B)(6) 2013, vaginal discomfort, vaginal itching, uterine cramps, overweight and narcolepsy. Concomitant products included insulin bovine (insulin 2) since (B)(6) 2013, norethisterone (micronor) (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("extreme pelvic pain/pain"), 2 days after insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device allergy ("allergic reaction to essure/ allergic or hypersensitivity reaction"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge. On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with fluconazole (diflucan), metformin and surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, vaginal infection, depression, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, device allergy, cystitis, urinary tract infection, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, cystitis, depression, device allergy, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she is in the process of scheduling a hysterectomy to have essure device removed.scheduled date: (B)(6) 2019 patient did not undergone essure conformation test. Plantiff undergo planning for essure removal due to essure-caused injuries, as alleged in complaint. Treatment received for pain, bleeding, bladder/urinary problems, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Fungal test - on an unknown date: results: positive. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, vaginal infection. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the events ¿abnormal bleeding (general)¿, ¿extreme pelvic pain/pain¿, ¿device allergy¿, ¿cystitis¿, ¿urinary tract infection¿, ¿vaginal infection¿, ¿abnormal bleeding (vaginal)¿, ¿abnormal bleeding (menorrhagia)¿, ¿dysmenorrhea (cramping)¿ were recovered. Reporter information was added. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("several infections") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, device allergy ("allergic reaction to essure") and vaginal discharge ("abnormal discharge"). At the time of the report, the pelvic infection, device allergy and vaginal discharge outcome was unknown. The reporter considered pelvic infection, device allergy and vaginal discharge to be related to essure. The reporter commented: she is in the process of scheduling a hysterectomy to have essure device removed. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced several infections (seen as pelvic infection). A hysterectomy to remove micro-inserts will be scheduled. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced the event after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. This case was regarded as incident since device removal will be required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced several infections (seen as pelvic infection). A hysterectomy to remove micro-inserts will be scheduled. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced the event after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. This case was regarded as incident since device removal will be required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.